Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low impedance measurements, the duration is unknown at this time. A revision procedure was performed due to a suspected insulation issue with the lead. The insulation damage was confirmed on the lead by a fluoroscopy. The lead was replaced and surgically abandoned during the procedure. The procedure was completed and no adverse patient effects were reported.

Manufacturer narrative:
The abandoned lead will not be returned to boston scientific therefore the clinical observatoin can not be determined or confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.